Event description:
Infuse bone graft stryker "blatter", nerve damage/falling, severe pain, rash, other liver. Many and many needed but no insurance for the right test. Required intervention to prevent permanent impairment or damage. Back. Sent this letter attached to dr. (B)(6) only got the name of stryker sent back to doctor. The (B)(6) 2013 documentation #1. To medwatch: I do not have medical to get the proper treatment. Waiting for a federal medical disability appeal to be able to have medical for treatment. I only have cmsp and was told by doctors I need go to (B)(4). Cmsp won't cover that. I have had lots of medical for underlying problems. What records do you need to have. They are spread out and I have to buy them. I have no money. Please respond. (B)(6).